Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, insulin delivery was resumed to resolve the issue. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the contact declined to perform troubleshooting.